Event description:
During use for robotic assisted hysterectomy and bilateral salpingectomy, md inserted device into patient's vaginal cavity, inflated balloon and it was discovered balloon would not stay inflated. Device was removed and inspected and could not identify why balloon would not stay inflated. Item changed out and replaced with same type without any issues. No patient harm.